Event description:
It was reported that on (B)(6) 2016, x-rays showed the proximal interlocking screw appear to be broken. Patient was in pain, requiring the removal and replacement of the proximal interlocking screw and other components.

Event description:
It was reported that on (B)(6) 2016, x-rays showed the proximal interlocking screw appear to be broken. Patient was in pain, requiring the removal and replacement of the proximal interlocking screw and other components on (B)(6) 2017, when a right posterior cruciate ligament reconstruction was performed.